Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial dosing appointment the physician experienced issues interrogating the patient's newly implanted generator. A company representative visited the next day and performed troubleshooting. During troubleshooting on the original serial cable it was found that the physician had an additional serial cable. Troubleshooting was performed on the additional cable and it was found that the additional serial cable was malfunctioning. The physician was provided a new cable at this time and the programming system functioned as intended. The patient returned to the physician's office and was successfully interrogated and programmed without incident. Both serial cables were returned for product analysis however they were returned in the same packaging so it is unclear which was the original cable and which was the additional cable. Product analysis confirmed that the serial cable had a disconnected wire connection within the returned serial cable. Once the wire was soldered to the pcb the serial cable then function as intended. The first cable was reported in MFR. Report #1644487-2016-01083.